Event description:
It was reported in cs100 intra aortic balloon pump that, there was an alarm system malfunction after the device was turned on, there was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrcted field : h6 ( medical device ¿ problem code ). The getinge field service engineer (fse) confirmed that the 5000-hour maintenance kit was expired and damaged, and the drive valve assembly was leaking. After replacing the manifold drive (0104-00-0018) and the 5000-hour maintenance kit (0040-00-0147), the equipment passed all factory-specified performance and safety tests. The user requested that the faulty spare parts be archived, so no spare parts were returned. No fault logs were provided.